Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. An additional invasive surgical procedure was performed and this lead was abandoned surgically. No additional adverse patient effects were reported.